Event description:
New information received indicates that during an in-clinic follow-up, it was noted that the patient experienced syncope and heart block. Upon review, it was noted that the right ventricular (rv) lead exhibited low pacing impedance. The patient presented for a revision procedure and it was noted that the rv lead exhibited high voltage impedance and noise. The lead was explanted and replaced. No further intervention was reported. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular (rv) and left ventricular (lv) leads exhibited episodes of loss of capture. No intervention was reported. There were no patient consequences.